Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. The article was written by jonathan hutt, martin lavigne, eugen lungu, etienne belzile, francois morin, and pascal-andre vendittoli.

Event description:
Information was received based on review of a journal article titled, "comparison of whole-blood metal ion levels among four types of large-head, metal-on-metal total hip arthroplasty implants." This was a follow-up to a study which aimed to: to compare chromium, cobalt, and titanium ion concentrations in the whole blood of patients who received any of four types of total hip arthroplasty implants with a large-diameter femoral head; to assess the progression of ion levels over time; and to identify factors influencing metal ion concentrations. The article reported five patients expired within five years of initial total hip arthroplasty. No further information was provided.

Manufacturer narrative:
This follow up report is being filed to relay corrected information.